Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that the patient died. The patient presented due to a clot. The target lesion was located in the ostium of the left anterior descending (lad) artery, distal to the bifurcation of the lad and ramus. A 2.50 x 32 synergy ii drug-eluting stent was deployed to the lesion. However, it was noted that the clot or plaque shifted to the ramus. A non-bsc balloon catheter was used to dilate the ramus causing the lad to close down. A 2.0 x 12 emerge balloon catheter was then advanced but failed to cross the lad. A guidezilla guide extension catheter was then inserted for support and the 2.0 x 12 emerge was reinserted but still failed to cross the lesion. A 1.5 x 12 emerge push was then advanced and was inflated at 12 atmospheres. The device was removed and the 2.0x12 emerge balloon catheter was re-advanced and was inflated at 12 atmospheres. The device was removed and a left ventricular assist device (lvad) was inserted. However, the patient started to crash and went into cardiac arrest. The patient was able to be stabilized and it was decided to transfer the patient to another hospital, however the patient eventually died.